Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant alinity I total b-hcg results for one patient (two different blood tubes drawn at different times). Tube #1: positive result of 53,000 miu/ml (repeat results positive). A second tube was drawn because the patient is taking roaccutane and must not be pregnant while taking the medication. Tube #2: negative (repeat results negative). The issue was not caused by the analyzer as results for each tube are reproducible. The false positive results are possibly due to an issue with sample tube #1. No adverse impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false elevated results for one patient when tested with the alinity I total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review and field data review. Trending review determined no adverse trend for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot. The review of customer field data showed that the median population result for the lot is comparable with all other lots in the field. Based on the investigation, it was determined that there is no general issue with the alinity I total b-hcg reagent lot identified in this complaint.